Event description:
It was reported that this lead was surgically abandoned due to unknown reasons. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was surgically abandoned due to unknown reasons. No additional adverse patient effects were reported. Additional information obtained, the lead was explanted and replaced due to high impedance out of range.